Manufacturer narrative:
This report is for one (1) unknown locking screw./unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a right hip hardware removal procedure on an unknown date, the ao coupling extension shaft that was connected to a conical extraction screw was twisted and bent in drive shaft. The issue happened when the surgeon engaged the drill while attempting to remove a stripped locking screw. The tip of the locking screw broke off in the bone. The procedure was successfully completed with two (2) minutes of surgical delay reported. Patient status was unknown. Concomitant devices reported: unknown conical extraction screw (part# unknown, lot# unknown, quantity unknown), unknown drill bits (part# unknown, lot# unknown, quantity unknown), unknown drill (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon commented that the patient had hard bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a removal of hardware on the right hip, the ao coupling extension shaft that was connected to a conical extraction screw was twisted and bent. Extension piece torqued and twisted in drive shaft. The issue happened when the surgeon engaged the drill while attempting to remove a stripped locking screw which the tip was broke off in the bone. The bone was hard. The procedure was successfully completed with two (2) minutes of surgical delay reported. Patient status was unknown. Concomitant devices reported: unknown drill bits (part# unknown, lot# unknown, quantity unknown), unknown drill (part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that on an unknown date, during a removal of hardware on the right hip, the ao coupling extension shaft that was connected to a broken conical extraction screw was twisted and bent. Extension piece torqued and twisted in drive shaft. The issue happened when the surgeon engaged the drill while attempting to remove a stripped locking screw which the tip was broke off in the bone. The bone was hard. The procedure was successfully completed with two (2) minutes of surgical delay reported. Patient status was unknown. Concomitant devices reported: unknown drill bits (part# unknown, lot# unknown, quantity unknown), unknown drill (part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.